Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, which resulted in the pump shutting down. Customer reported experiencing an elevated blood glucose (bg) that displayed "high" on the glucometer and was accompanied by a burning sensation in their throat, in their chest, and while urinating. Customer required assistance from their wife and father, who monitored customer's bg and administered manual insulin injections to address elevated bg. The customer reverted to an alternate method of insulin therapy.